Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject coil was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the subject coil was not returned. Additional information provided by the customer indicated that continuous flush was not set up and maintained throughout the clinical procedure. In the case of this complaint, it is probable that lack of continuous flush contributed to the reported event. Per the dfu: in order to achieve optimal performance of the detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the detachable coil. An assignable cause of use error will be assigned to the as reported code main coil prematurely detached/separated during use, since there was a deviation from the supplied dfu that resulted in a different medical product response than intended by the manufacturer or expected by the user.

Event description:
It was reported that during the procedure subject coil was prematurely detached while advancing in the microcatheter. The subject coil was removed with the entire microcatheter, and procedure was completed successfully with another device. There were no clinical consequences to the patient reported as a result of this event.

Event description:
It was reported that during the procedure subject coil was prematurely detached while advancing in the microcatheter. The subject coil was removed with the entire microcatheter, and procedure was completed successfully with another device. There were no clinical consequences to the patient reported as a result of this event.